Event description:
Explant - pulmonary stenosis. Pt underwent ross procedure with the use of a pulmonary homograft in 1997. Stenosis of the pulmonary homograft was seen on echocardiograph in 1998. Pt developed chronic fatigue and underwent replacement of the pulmonary homograft in 2000. Operative report stated that "a no. 13 dillator could not fit in the valve which was originally 25mm". The pt received a replacement 27mm homograft pulmonary valve.